Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor head fractured whiled impacting tibial implant during total knee procedure. Nothing fell into the patient.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and one of the ears has fractured off. Further analysis determined fracture in the tibial impactor head consistent with fatigue culminating in an overload fracture. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue was due to repeated use, which causes wear and tear to the instrument and led to the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.